Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wires insulation. The instrument passed an electrical continuity test. No damage was found to the grip and pitch cables. The root cause of this failure is attributed to a component failure. An additional observation not reported by site that was not related to the customer reported complaint was as follows: the instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a 0.028 offset at the tips. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 420172-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 7 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being classified as a reportable event due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable broke. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. No further details were available.